Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. The event occurred during a training setup. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic2351) was sent back for further investigation. When powering on ic2351 the controller error was reproduced. Console interior was opened and checked, it was observed that the optical bench was not receiving power. The root cause of the aic issue was a defective optical bench. This report is being filed as part of a retrospective review of historical records.